Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the clamping mechanism was deformed and staple pushers were partially flushed with the cartridge. It was reported that several staples were missing from the staple line leading to anastomosis leak. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the device. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10: concomitant products: sig30avm, tri 2.0 sig30avm 30 vsclr med 12mm (lot#: n3l2167y); egia60avm, egia60avm egia 60 artic vasc med sulu (lot#: n3k2722y); egiaustnd, egiaustnd endogia ultra univ std stap (lot#: p3k0860); egia60avm, egia60avm egia 60 artic vasc med sulu (lot#: n3k2722y); sig30avm, tri 2.0 sig30avm 30 vsclr med 12mm (lot#: n3l2167y); egia60avm, egia60avm egia 60 artic vasc med sulu (lot#: n3k2722y); sig30avm, tri 2.0 sig30avm 30 vsclr med 12mm (lot#: n3l2167y); egia60avm, egia60avm egia 60 artic vasc med sulu (lot#: n3k2722y); egia60avm, egia60avm egia 60 artic vasc med sulu (lot#: n3k2722y); egia60avm, egia60avm egia 60 artic vasc med sulu (lot#: n3k2722y); egia60avm, egia60avm egia 60 artic vasc med sulu (lot#: n3k2722y); sig30avm, tri 2.0 sig30avm 30 vsclr med 12mm (lot#: n3l2167y); sig30avm, tri 2.0 sig30avm 30 vsclr med 12mm (lot#: n3l2167y); sig30avm, tri 2.0 sig30avm 30 vsclr med 12mm (lot#: n3l2167y); sig30avm, tri 2.0 sig30avm 30 vsclr med 12mm (lot#: n3l2167y); sig30avm, tri 2.0 sig30avm 30 vsclr med 12mm (lot#: n3l2167y); sig30avm, tri 2.0 sig30avm 30 vsclr med 12mm (lot#: n3l2167y); sig30avm, tri 2.0 sig30avm 30 vsclr med 12mm (lot#: n3l2167y); sig30avm, tri 2.0 sig30avm 30 vsclr med 12mm (lot#: n3l2167y); sig30avm, tri 2.0 sig30avm 30 vsclr med 12mm (lot#: n3l2167y); sig30avm, tri 2.0 sig30avm 30 vsclr med 12mm (lot#: n3l2167y); sig30avm, tri 2.0 sig30avm 30 vsclr med 12mm (lot#: n3l2167y); sig30avm, tri 2.0 sig30avm 30 vsclr med 12mm (lot#: n3l2167y); sig30avm, tri 2.0 sig30avm 30 vsclr med 12mm (lot#: n3l2167y); sig30avm, tri 2.0 sig30avm 30 vsclr med 12mm (lot#: n3l2167y); egiaustnd, egiaustnd endogia ultra univ std stap (lot#: p3k1072); egiaustnd, egiaustnd endogia ultra univ std stap (lot#: unknown) egia60avm, egia60avm egia 60 artic vasc med sulu (lot#: n3f0214y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic omega loop bypass procedure, after firing the device, the surgeon found out that several staples were missing from the staple line leading to anastomosis leak. A new reload and handle were used, but the same issue occurred. The issue and the restapling of the staple line occurred with more than 25 reloads. Finally, to resolve the issue, the surgeon extended the incision by more than one inch and converted the procedure into an open roux-en-y bypass. The surgeon then used suture to over sew the staple line. This led to tissue loss and damage and 6 hours and 30 minutes extended surgical time.